Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the sensor was not giving readings. The sensor was inserted into the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.